Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had a sudden worsening of symptoms. They had very high impedances. C <(>&<)> 0 19500 ohms c <(>&<)> 1 24200 ohms c <(>&<)> 2 29409 ohms c <(>&<)> 3 777 ohms 0 <(>&<)> 1 >40000 ohms 0 <(>&<)> 2 >40000 ohms 1 <(>&<)> 2 >40000 ohms 0 <(>&<)> 3 21000 ohms 1 <(>&<)> 3 23000 ohms 2 <(>&<)> 3 31000 ohms there was no mention of a system issue prior to this event. The caller had no access to prior programming or impedance records at the time of the call. There were no options to program around these high impedances. An x-ray was recommended to determine if the pocket adaptor was present and if the lead was still in the correct position. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that they changed the symbol mode to ¿abc¿. It was noted that the left gpi ins was affected. There were no falls or trauma reported associated with the high impedance issue. It was reported that the patient woke up friday with symptoms and nothing out of the ordinary occurred. X-rays were performed but the results were not known as of yet. Follow up information received from the healthcare professional (hcp) on (B)(6) 2017 reported that they did not know the cause of the high impedances/return of symptoms issue. The hcp changed the patient over to a contact with a normal impedance with the result they were significantly improved. There were no further complications reported or anticipated.